Event description:
Upon review by the manufacturer's investigation unit, the display of the infusion device was defective. No adverse event was reported. The alleged product was returned for product evaluation.